Manufacturer narrative:
(B)(4). The subject device is no longer in use by the healthcare facility. (B)(6) has requested for the complaint device to be returned for evaluation. We will provide a follow up report upon completion of our investigation. The pt100 myairvo 2 humidifier device is an active humidifier with integrated flow generator that delivers high flow warmed and humidified respiratory gases to spontaneously breathing patients through a variety of patient interfaces. It's intended use is for the treatment of spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. The myairvo 2 device should not be used for life support purposes, and appropriate patient monitoring must be used at all times.

Event description:
A distributor in florida reported that a pt100 myairvo 2 humidifier did not have an audible alarm. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(4), sections d1, d2 and d4 were corrected. The brand name and common device name (d1 and d2) were changed from airvo 2 humidifier to myairvo2 humidifier. Model number and catalog number (d4) were changed from pt101 to pt100. The pt100 myairvo 2 humidifier device is an active humidifier with integrated flow generator that delivers high flow warmed and humidified respiratory gases to spontaneously breathing patients through a variety of patient interfaces. It's intended use is for the treatment of spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. The myairvo 2 device should not be used for life support purposes, and appropriate patient monitoring must be used at all times. Method: the complaint myairvo 2 was received by fisher & paykel healthcare (f&p) where it was inspected by a trained f&p employee. The device was performance tested and the audible alarm function was checked. Results: performance testing revealed that the audible alarm of the myairvo 2 unit was working. Conclusion: we are unable to determine what may have caused the reported failure as there was no fault found with the returned device.

Event description:
A distributor in florida reported that a pt100 myairvo 2 humidifier did not have an audible alarm. There was no patient involvement as the issue was found whilst the device was not in use on a patient.